Event description:
It was reported that during an unknown procedure, the blade broke when the nurse was cleaning it. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 09/19/2008. Information anticipated, but unavailable at this time.